Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. One day after the event onset, the patient was treated with vancomycin injection (1g, every 3rd day, ongoing) and amikacin injection (125mg, everyday, ongoing) for peritonitis. Nine days after the event onset, the patient was recovered from the event. Capd therapy was ongoing. No additional information is available.